Event description:
It was reported that noise was noted on the r-waves but no inappropriate shocks were delivered. When the I-s 1 lead was removed from the device, a small crack was observed below the connector pin. The lead was partially capped and a new sense/pace lead was added. The defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.